Event description:
The patient had 2 endeavor sprint stents implanted during index procedure; one in the rca and one in the 1st obtuse marginal. Approximately 33.5 months post index procedure patient was hospitalized due to congestive heart failure and expired 2 days later. Cause of death was asystole secondary to cardiovascular event. Investigator indicated that the event was not related to the device.

Manufacturer narrative:
Results, conclusions: death. (B)(4).